Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil fragment') in an adult female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, multigravida, endometriosis, constipation and irregular periods. (B)(6) 2015- urine hcg done. Concurrent conditions included grand multiparity and pain menstrual. Concomitant products included etonogestrel (nexplanon), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy diagnostic (n/a), salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: left side-3 coils and right side -2 coils were seen discrepancy noted. In current follow up plaintiff claimed that she did not undergo essure confirmation test but in previous follow up hsg results are provided. Essure coil fragment which is protruding from the nonfimbriated end of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coil fragment. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Batch no : c22909, production date: 2014-02-07, expiration date: 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil fragment') in an adult female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, multigravida, endometriosis, constipation and irregular periods. (B)(6) 2015- urine hcg done. Concurrent conditions included grand multiparity and pain menstrual. Concomitant products included etonogestrel (nexplanon), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy diagnostic (n/a), salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: left side-3 coils and right side -2 coils were seen discrepancy noted. In current follow up plaintiff claimed that she did not undergo essure confirmation test but in previous follow up hsg results are provided. Essure coil fragment which is protruding from the nonfimbriated end of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coil fragment. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Batch no: c22909, production date: 2014-02-07, expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil fragment') in an adult female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, multigravida, endometriosis, constipation and irregular periods. On (B)(6) 2015- urine hcg done. Concurrent conditions included grand multiparity and pain menstrual. Concomitant products included etonogestrel (nexplanon), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy diagnostic (n/a), salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device breakage, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: left side-3 coils and right side -2 coils were seen discrepancy noted. In current follow up plaintiff claimed that she did not undergo essure confirmation test but in previous follow up hsg results are provided. Essure coil fragment which is protruding from the nonfimbriated end of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coil fragment. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 06-jul-2021: mr received. Reporter information, patient middle name, medical history, event: essure coil fragment, product removal details, rcc added. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.